Manufacturer narrative:
(B)(4). Additional information received: was the valve (seal) retrieved from the patient's abdomen? Yes. Was there an issue with the second trocar you are returning? 2pc trocars were used in the procedure, not sure which trocar dropped into patient¿s abdomen, so we sent 2pc trocars back.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the valve (seal) retrieved from the patient's abdomen?

Event description:
It was reported by the affiliate that during an unknown procedure, the trocar's valve dropped into the patient's abdominal. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n92d0g. The analysis results found that the 2b5st device was returned with no damage in the external components. The device was visually inspected and no anomalies were noted and the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.